Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bolus was not supposed to start working right away and insulin 3 time in a row and it was did not start go down. Customer's blood glucose level was unknown. Troubleshooting was performed. The insulin pump will not be returned for analysis.